Event description:
It was reported that during implant procedure, the right ventricular lead stylet could not be inserted into the lead. The lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.